Event description:
It was reported that upon filter deployment two of the filter legs were crossed. The physician felt confident with the anchoring and the position of the filter and decided to leave the filter in place. There was no pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.